Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that medtronic legal received information on 04/25/2024 alleging that the use of one or more medtronic insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries and hospitalization. The customer was also reported over or under delivery of insulin, acute hyperglycemia, diabetic ketoacidosis and symptoms of nausea, headache, dehydration. The event involved product(s) mmt-332a, unomedical, unk_ngp, mmt-7020a. Troubleshooting was not performed. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for unk_ngp. No product return is required for mmt-7020a.

Manufacturer narrative:
Additional information has been received which was not included with initial report. The information has been provided in sections b5, h6 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer was also reported under delivery of insulin, acute hyperglycemia and symptoms of nausea, headache, dehydration.